Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Date of event: unknown. It was reported that the patient developed a postoperative infection approximately one month after the initial (B)(6) 2015 hardware implantation. The date of implant is unknown and was reported as an unknown date in (B)(6) 2015. Explant date: the date of explant is unknown. This report is for an unknown quantity of unknown screws. Part and lot numbers were not provided by reporter. Other¿UDI# is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the hospital. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Date of manufacture: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reports an event in (B)(6) as follows: it was reported that the patient developed an infection on an unknown date approximately one month after implantation of a tomofix plate and associated screws. The hardware was explanted to suppress the infection; however, the date of explant is unknown. The hardware was initially implanted on an unknown date in (B)(6) 2015 during a high tibial osteotomy procedure. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).